Event description:
A recovery room manager reported a patient who presented with an eye infection approximately four weeks after intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the patient was referred to a retinal specialist and was treated with medication. He also stated that the patient is doing well, with a visual acuity of 20/30.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/15/2009 and 06/18/2009 by phone, fax, and mail. A completed questionnaire has not been received. Additional information was obtained by phone on 06/18/2009.